Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up visit, an increase in impedance and threshold measurements of this right ventricular (rv) lead were noted, beginning in early (B)(6) 2024. Previously, all tests had shown consistent results. The patient reported experiencing malaise and a deep vein thrombosis (dvt) in early april. The impedance escalated to 1554 ohms. Despite troubleshooting, which included checking the lead for noise and finding none, the impedance continued to rise, reaching 1852 ohms, alongside increasing thresholds. Imaging revealed no clear cause for this escalation. Following this, a surgical procedure was undertaken to replace the lead, which was then surgically abandoned (capped). No additional adverse patient effects were reported.